Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited an error code. Subsequently, the patient was scheduled for a replacement procedure. Prior to the changeout, the error code could not be confirmed through interrogation. The device was explanted and replaced. No additional adverse patient effects were reported, and this pacemaker has not been returned for analysis.

Event description:
It was reported that this pacemaker exhibited an error code. Subsequently, the patient was scheduled for a replacement procedure. Prior to the changeout, the error code could not be confirmed through interrogation. The device was explanted and replaced. No additional adverse patient effects were reported, and this pacemaker has been returned for analysis.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. The no problem detected investigation conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. If pertinent information is provided in the future, a supplemental report will be submitted.